Event description:
Complaint rec'd reporting component breakage problem with one (1) pulmonary artery catheter (list/model#/lot# unk). The report states on (B)(6) 2009 "the bridge attached to the pulmonary artery (pa) catheter broke. This caused the end of the yellow (distal) lumen to break as well, necessitating the removal of the line. Fracture of the bridge is unusual.... No unusual force or torque used when manipulating the bridge. No harm to the pt.....". The facility (B)(4) report did indicate the device was available for eval. The MFR contacted the identified (B)(4) reporter who was uncertain as to the current status/location of the involved device. No other info including the device list; model or catalog # or lot# is known. As of the date of this report the device has not been returned to the MFR for analysis and confirmation. The catheter device would have been pre-tested prior to placement. There were no performance issues/damages noted at that time. Cause of the reported event is unk.